Event description:
At 2/3: customer reports at times the fluoro would stop working during procedures. All pt procedures were completed using portable fluoro or rad imaging shots. Customer does have another room available to perform procedures. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot problem per hut table service manual and found that the j39 to j90 ribbon cable was kinked and had some broken wires. Fse repaired the cable, tested and verified proper operation using the hut IV installation and service manual. The system was returned to full service by the customer.